Event description:
It was reported from (B)(6) that the battery resulted in a red led on the charger to illuminate and would not charge. The battery was replaced and returned to heartware for further evaluation. There was no effect on the patient as a result of the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was not replicated during testing; however, analysis of the battery revealed that the device failed to meet specifications. The battery failed functional testing due to an enabled permanent failure flag rendering the battery inoperable. Further analysis revealed that the device malfunctioned was most likely caused by a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a faulty internal cell pair resulting from multifactorial supplier quality manufacturing issues. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc.,there are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.